Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent parastomal hernia repair surgery on (B)(6) 2017 and mesh was implanted. It was reported that the patient underwent excision of the existing abdominal wall mesh and reclosure of wound, repair of abdominal wall and hernia repair surgery. It was reported that the patient experienced severe pain, inflammation, cellulitis, open wound, drainage, seroma, recurrence, multiple revision surgeries, scarring, anxiety, and stress. No additional information is provided.